Event description:
During the routine follow-up of the device involved in this report, all tests were successfully completed, however, when testing lead continuity and charge time an error message was displayed "test in progress failed". Same behavior was observed with a second programmer. Follow-up data showed normal charging data in (B)(6) 2010 (automatic test performed be the device). Additional expertise files were requested on 04/07/2010 to analyze the reported event.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.